Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's implantable pulse generator (ipg) was no longer holding a charge. The patient underwent ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned due to facility policy.